Manufacturer narrative:
The customer reported a failure to discharge and low battery message after successfully delivering two shocks. There was no report of pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge and low battery message after successfully delivering two shocks. There was no report of pt impact.